Event description:
It was reported to philips that the device had error messages. There was no patient involvement. A processor pca was returned to the failure analysis lab for evaluation. The reported customer issue was not able to be verified or duplicated in the lab. No fault was found with this processor board.